Event description:
Following an uneventful mea procedure, the patient presented 3 days post treatment with complaints of severe abdominal pain. Laparoscopy identified injury to the uterine fundus and small bowel. Laparotomy performed to oversew portion of the small bowel to resect a second portion of the small bowel. Patient discharged without further complications.